Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received five closed samples and one open and used sample with the needle detached from the thread. Checked carefully the open sample received and have noticed that there are marks of needle holder/surgical instrument in the broken thread end surface and in the needle near the attachment. Tightness test to the closed samples received has been performed and all units are tight. Tested the needle attachment of five closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: the complaint is not justified. Although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.